Event description:
Ethicon endo-surgery (reprocessed by stryker sustainability solutions) ultrasonic curved shears handpiece not activating. Attempted on several occasions to activate but warnings continued to be displayed. New cord also obtained but machine continued to warn about reactivation. New handpiece obtained and issue resolved. Diagnosis or reason for use: total thyroidectomy with radical neck dissection.